Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 150 mmol/l. A data flag was noted on other tests for the same order. Therefore, the sample was repeated. The sample was re-centrifuged and repeated on another module. The result was 137 mmol/l. The sample was repeated on the same module as the initial result, and the result was 141 mmol/l. The result of 137 mmol/l was believed to be correct.

Manufacturer narrative:
It was noted that the sample was hard to centrifuge and the sample had to be re-centrifuged several times. The investigation determined the issue was consistent with a pre-analytical handling issue.